Event description:
It was reported that after retrieving the filter, the recovery catheter was experiencing resistance with the edge of the implanted stent and was difficult to remove. It was able to be removed, but it then also encountered resistance with the guiding catheter, and could not be removed. A kink was noted at the distal tip of the shuttle sheath. The guiding catheter, filter, filter wire, and retrieval device were all removed together as a unit. No patient effects were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the embolic protection system (eps) was returned with blood on the retrieval catheter shaft and handle, on the non-abbott guiding catheter sidearm, shaft and tip, consistent with being advanced into the anatomy as reported. The retrieval catheter was returned on the barewire and advanced through the guiding catheter. The retrieval catheter was twisted in a pigtail shape 3.5 mm proximal to the guide wire exit port outside of the tip of the guiding catheter. There was no other damage noted to the retrieval catheter. There was no damage noted to the barewire. The distal end of the non-abbott guiding catheter tip was wrinkled. There was no other damage noted to the non-abbott guiding catheter. A laser micrometer was used to measure the outer diameter of the distal shaft and this met manufacturing criteria. The reported difficulty removing the retrieval catheter was confirmed. During functional testing, an attempt was made to remove the retrieval catheter from the non-abbott guiding catheter, but the twisted portion of the retrieval catheter would not go through the tip of the guiding catheter. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, and the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, the retrieval catheter was twisted in a pigtail shape which likely resulted in the resistance and difficulty during removal. Although as cause for the twisting could not be determined, it is likely that the damage occurred during use, as there was no damage noted to the retrieval catheter prior to use. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that would have contributed to this complaint. Additionally, a query of the complaint database was performed and there have been no other incidents for difficult to remove reported for this lot. Overall, the reported difficulty and noted damage to the returned unit appears to be related to case circumstances. There is no indication to suggest a product quality deficiency.